Manufacturer narrative:
Additional information: h7 & h9 (adding advisory notice from 2019).

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation including the operative report and x-rays have not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Per case details, the patient reportedly experienced sudden knee instability due to the polyethylene insert was found to be broken off. It was further communicated the patient underwent a revision approximately 10 years post implantation due to the event; however, the patient outcome and current health status remain unknown. Additionally, it is unknown if there was component migration, hyperextension, and/or trauma involved. The patient impact beyond the reported insert peg breakage ¿causing the instability¿ and subsequent revision cannot be determined. Therefore, no further medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in the warnings and precautions section that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for additional actions is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Corrected data: b5 (narrative), h6(health effect - clinical code, type of investigation). Updated results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, as of the date of this medical investigation, the requested clinical documentation had not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Reportedly, after a previous history of a left patellofemoral joint replacement, the patient was converted to a journey I total knee replacement two years later due to sudden subluxation of the knee. Per case communication, the patient¿s weight-bearing x-rays revealed posterior subluxation of the tibial component in relation to the femoral component in flexion. The femoral and tibial components were otherwise well fixed, appropriately aligned and showed no evidence of radiological loosening or osteolysis. The patient underwent a revision, and the following intraoperative findings were reported: ¿polyethylene post fracture with 1 cm broken off and found lying in the lateral gutter. Minimal wear was noted in rest of the polyethylene insert. The tibial and femoral components were confirmed to be well fixed and left in situ,¿ and ¿all microbiology and histology samples were reportedly negative.¿ the x-rays and operative report were not provided for review. The patient impact beyond the reported ¿sudden subluxation of the knee,¿ and revision revealing a ¿polyethylene post fracture,¿ cannot be determined. However, it was further reported, six weeks post revision, the patient is reportedly ¿doing well with 0 to 130 degrees flexion and a stable knee through his flexion-extension arc. Therefore, no further medical assessment can be rendered. Of note, the journey bcs total knee system field safety notice did not include recall of the journey bcs tibial inserts and communicated that first generation journey bcs tibial inserts should only be used for polyethylene exchange/revision of the first generation journey bcs total knee constructs where the femoral component and tibial baseplate are well-fixed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in the warnings and precautions section that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery with a journey I bcs system was performed, the patient experienced a sudden subluxation of his knee when flexing. The patient had previously underwent a left journey pfj replacement that was converted to a journey I tka two years later because of rapid progression of oa in the rest of the joint. The patient's weigh bearing x-rays demonstrated posterior subluxation of the tibial component in relation to the femoral component in flexion; femoral and tibial components were otherwise well fixed, appropriately aligned and showed no evidence of radiological loosening or osteolysis. A revision surgery was performed to treat this adverse event, during which it was found that the post from the polyethylene insert was fractured with 1 cm broken off, and lying in the lateral gutter. Minimal wear was noted in the rest of the polyethylene insert. Tibial and femoral components were confirmed to be well fixed and left in-situ. All microbiology and histology samples were negative. Six weeks after the revision the patient is doing well with 0 to 130 degrees flexion and a stable knee through their flexion-extension arc.

Event description:
It was reported that, after a tka surgery with a journey I bcs system was performed, the patient experienced a sudden subluxation of his knee when flexing. The patient had previously underwent a left pfj replacement that was converted to a journey I tka two years later. The patient's weigh bearing x-rays demonstrated posterior subluxation of the tibial component in relation to the femoral component in flexion; femoral and tibial components were otherwise well fixed, appropriately aligned and showed no evidence of radiological loosening or osteolysis. A revision surgery was performed to treat this adverse event, during which it was found that the post from the polyethylene insert was fractured with 1 cm broken off, and lying in the lateral gutter. Minimal wear was noted in the rest of the polyethylene insert. Tibial and femoral components were confirmed to be well fixed and left in-situ. All microbiology and histology samples were negative. Six weeks after the revision the patient is doing well with 0 to 130 degrees flexion and a stable knee through their flexion-extension arc.

Event description:
It was reported that, after undergoing a tka surgery with a journey I bcs system due to primary osteoarthritis, one (1) patient experienced sudden late-onset instability in hyper-flexion approximately nine years post-operatively, with no associated trauma. The patient had previously undergone a left patello-femoral joint replacement that was converted to a journey I bcs tka two years later because of rapid progression of osteoarthritis in the rest of the joint. Posterior subluxation of the tibial component was noted on radiographs: his aldfa was 83.6 degrees, dfva was 6.4 degrees, ampta was 89.8 degrees, and ps was 3.2 degrees. This event was addressed by conducting an insert revision surgery using a custom-made polyethylene insert in exchange: 4 mm taller and squared-off appearance. Intraoperative findings confirmed a 1cm fracture of the tibial polyethylene post lying in the lateral gutter. Minimal wear was noted in the rest of the polyethylene insert. The tibial and femoral components were well-fixed, appropriately aligned, showed no evidence of radiological loosening or osteolysis, and were therefore left in-situ. At six weeks after surgery, the patient was walking with a normal gait and using no walking aid. He had full range of motion from 0¿130 degrees flexion and a stable knee through his flexion¿extension arc.

Manufacturer narrative:
H11: additional information: a1: patient identifier. B7: other relevant history. B6: relevant tests/laboratory data, including dates. Corrected data b2: outcomes attributed to adverse event. G2: report source: this complaint originated from a user report submitted to the mhra in 2023. On june 19, 2025, the agency provided smith+nephew with a literature article containing additional information (doi: 10.1016/j.knee.2023.12.009; please refer to the attached document), prompting the submission of this supplemental report. H6: health evaluation codes.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery with a journey I bcs system was performed, the patient experienced sudden instability in the past six months. The peg from the polyethylene insert has broken off hence causing the instability. A revision surgery was performed to treat this adverse event. Further information was not provided.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, a polyethylene post fracture was identified in a journey I bcs total knee replacement approximately ten years post-implantation. Imaging confirmed posterior subluxation of the tibial component during flexion, with all components otherwise well-fixed and aligned. Revision surgery revealed a 1 cm fragment of the polyethylene post in the lateral gutter, with minimal wear on the remaining insert. No signs of infection were reported. While a definitive root cause could not be established, contributing factors may include deep flexion, patient-specific biomechanics, and mechanical stress. The patient underwent polyethylene exchange with favorable post-operative recovery. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in the warnings and precautions section that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.